Event description:
It was reported that the patient presented in the clinic. Upon interrogation, the atrial lead exhibited noise. The atrial lead was explanted and replaced. The patient was discharged.

Manufacturer narrative:
Further information requested but was not received.

Event description:
Additional information received indicated that the noise was oversensed by the device, which resulted in an inappropriate auto mode switch (ams). The patient was stable throughout.